Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) was high out of range. No adverse patient effects were reported. The ICD and rv lead remain in service.